Manufacturer narrative:
It was reported by the sales rep that no further information will be provided as per hospital policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Not available.

Event description:
It was reported that the patient was revised because the ceramic implant was squeaking.